Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0013348189); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed but subsequently recaptured due to suboptimal positioning. The valve was then positioned and partially deployed in that it was 3-millimeters (mm) from the aortic annulus. During deployment, it was noted that an infold had occurred. Subsequently, the valve was recaptured and removed from the patient. A new valve and dcs were then utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.